Manufacturer narrative:
G4: 15apr2020 b4: (B)(6)2020. Touchscreen was received for evaluation. Visual inspection revealed that the touchscreen was cracked which was what caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the display on the device was cracked causing the touchscreen to not function. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended.